Manufacturer narrative:
Evaluation summary: it is possible that the screw was lost upon opening the packaging, but without further information, the exact cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. The records show the correct amount of subcomponent set screws being used. Additionally, the packaging check sheet for the inner pack and cavity sealer rooms shows that the presence of subcomponents was verified by the processor of the lot and then verified by an additional approver. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that when the box was opened, it was discovered that the screw was missing. The surgeon proceeded to implant the device without the screw.